Event description:
A pt underwent evar on (B)(6) 2013. The surgeon has reported the following on (B)(6) 2013. Immense resistance when pushing up the dilator. The implant moved up a large bit and covered up the visceral vessels. Per complaint form: "placement of the device via the a-femoralis right, the main body was opened below the renal arteries without any problems. Proximal triggerwire and top cap movement was also without any problems. The distal triggerwire was removed. It was very difficult to advance the grew dilator up to the top cap/ dilator tip. During this maneuver a fluoroscopy was not performed. The following angiography shows that all visceral arteries were covered with the aortic stent. The team was not aware about the movement of the graft. A crossover wire and a catheter was placed through the iliacs and the graft was luxate as distal as it was possible. Trunkus and ams were re-perfused. The proximal edge of the graft ends directly at the same level of the ams. Both renal arteries were further closed. An iliacorenal bypass to both renal arteries from the right side was performed. Add'l stentgraft was placed in the ams via the a-brachialis. The pt's renals didn't recover. He needs dialysis frequently."

Manufacturer narrative:
Occlusion is listed in the instructions for use. Event is still under investigation.